Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her right side on or about (B)(6) 2010. Since her surgery, patient has experienced swelling, inflammation, groin pain, hip pain, problems sitting and standing, elevated levels of metal ions and infection. Patient had the asr hip implant explanted on (B)(6) 2011. Update: (B)(6) 2011- medical records were received. The revision operative report confirmed that hip aspirate did grow a staph species.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted (B)(6) 2010 and explanted in (B)(6) 2011. It is not likely the device contributed to the patients reported infection 10 months after implantation. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.